Event description:
It was reported that the patient stated that he was experiencing mechanical issues with an inflatable penile prosthesis (ipp). No surgery had been performed, however the patient saw a doctor to attempt to replace it. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.